Event description:
Related to MFR #: 2030404-2012-00281 and 3005188751-2012-00293. It was reported during an atrial flutter ablation procedure using a cool flex ablation catheter a cardiac perforation occurred. Transseptal puncture was performed using a fast cath introducer and a brk transseptal needle. The physician placed a non-sjm lasso catheter in the pulmonary vein and a medtronic catheter in the coronary sinus. During rf ablation with the cool flex catheter on the right superior pulmonary vein, the cardiac perforation was indicated by a decrease in the pt's blood pressure. The physician performed a pericardiocentesis and the pt recovered with no further intervention required. The pt's current status was listed as fine.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. If the device is received or additional info becomes available a supplemental report will be filed.